Event description:
Information received by medtronic indicated that the insulin pump error alarm and flashing display. Customer stated that the insulin pump was not able to clear the alarm and no time clock visible on screen. No harm requiring medical intervention was reported.  Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for an alleged pump error 75 & missing segments/partial display & cosmetic damage at the battery cap found on september 07, 2022. Device was received with no battery cap. The device passed the displacement test & active current test. Unit failed to pass the sleep current test due to high currents. Unit failed to pass the self test due to pump error 75 occurring during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/electrical board. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electrical board, the device was monitored and it did not function function properly. Pump error 75 occurred on september 07, 2022 07:03 pm-07:49 pm & november 09, 2022 07:10 am. Pump error 49 occurred on november 09, 2022 07:49 am. Pump error 68 occurred on november 09, 2022 07:14 am during testing. Pump error 25 occurred on november 09, 2022 11:00 am during testing. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, overlay scratched, overlay scratched, stained keypad overlay, broken battery tube threads, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), keypad overlay texture damage, corroded battery tube. Missing segments/partial display is not confirmed. Pump error 75 & pump error 25 & pump error 49 & pump error 68 is confirmed due to being found in history files and due to moisture damage on electrical board. Unable to confirm cosmetic damage at battery cap due to missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.